Event description:
Rptr has to have a new knee implanted. The one they put in was a partial knee. The new one will be a full knee. The old knee is deteriorating. The plastic is oxidizing. Rptr is having pain and has been unable to work.